Event description:
The customer observed a false elevated architect stat high sensitive troponin-I result generated on the architect i2000sr processing module for one patient sample. On (B)(6) 2023 sid (B)(6) troponin result = 128.7 ng/l. The patient was then admitted to the emergency room at the seespital by our sender on (B)(6) 2023 with atypical complaints; there, troponin from a new blood draw was 5 ng/l. Repeat results from (B)(6) 2023 sample = 13.2 ng/l and 6.4 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: (B)(6). This report is being filed on an international product, list number 03p25-27 that has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 43225ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 43225ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 43225ud00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay for lot number 43225ud00 was identified. All available patient information was included. Additional patient details are not available.